Event description:
The report co received from the tropical trial indicated that the pt was admitted to the index procedure with stable angina iii and a restenotic mid right coronary artery (rca) lesion was treated. About two years later, the pt experienced unstable angina 2b and was admitted to the hospital. The following day a repeat percutaneous transluminal coronary angioplasty (ptca) was done. This was treated with balloon angioplasty only and no stent was placed. The treatment was successful and the pt was discharged three days later.